Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, the cartridge was changed to address the issue. Additionally, it a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer's blood glucose ranged from 108-113 mg/dl.